Manufacturer narrative:
(B)(4).

Event description:
The customer the reported that the heartstart mrx had battery contact pins that were broken where the battery function was impacted. There was a report of patient involvement with no adverse outcome.